Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received shocks during open heart surgery. It was noted that a magnet was supposed to be used but it is unknown if that was the case. There was oversensing of noise, and elevated sensing integrity counter (sic). The device is still in use. No further patient complications have been reported as a result of this event.